Event description:
It was reported by the customer that on (B)(6) 2026, the patient reported experiencing tugging at the PICC. The patient presented to facility for assessment. Upon evaluation, lengthening of the PICC was noted. Venous return remained adequate; however, leakage at the insertion site was observed during flushing. The PICC was removed. Examination identified a tear measuring approximately 2.5 cm along the catheter. PICC was used for CT multiple times. Catheter was trimmed to 44cm with 2cm exit site markings. Resulting in delay of patient's treatment. Unsuccessful reinsertion with infusion services and ir. Patient will need hickmann or implantable portacath. No patient harm. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through material fatigue. Material fatigue may occur due to cyclic kinking or usage of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 2 cm and 3 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. The length of time the catheter was inserted may have also contributed to this catheter failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: patient was receiving antibiotics through PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.